Manufacturer narrative:
The returned product was evaluated and found the extended portion of the soft cannula to be damaged and not present. The device was also returned without the adhesive pad. The reported complaints of leaking during wear and bleeding/bruising were not able to be determined or investigated. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose reached greater than 13.9 mmol/l (250 mg/dl) after wearing the pod longer than 48 hours on the abdomen. Hyperglycemia treated by patient activating new pod and bolus. The patient was able to smell and feel insulin at the site. There was also bruising noted at the site.